Event description:
It was reported that while prepping for a stenting treatment procedure stent damage was identified. During prep the physician noted that the 3.0x12mm ion stent "had a waistband" and appeared to be pinched in the middle. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that while prepping for a stenting treatment procedure stent damage was identified. During prep the physician noted that the 3.0x12mm ion stent "had a waistband" and appeared to be pinched in the middle. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was contrast in the inflation lumen. The balloon was tightly folded and the stent partially expanded. The distal 3 rows of the stent were partially expanded. The proximal first four rows were also partially expanded. There were two unexpanded rows in the center of the stent. Inspection of the remainder of the sds revealed no further damage. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).